Event description:
The customer reported an erroneously elevated troponin I (access accutni) result, above the acute myocardial infarction (ami) limit, for one patient, involving the access 2 immunoassay system. The erroneous result was released out of the laboratory. As a result, the patient was transferred and a cardiac catheterization procedure was performed. An alternate site performed troponin I testing on a point-of-care methodology and obtained a lower, normal result. The customer reanalyzed the patient sample and obtained a lower, normal result. On (B)(6) 2012, the customer confirmed the patient was in normal condition after the catheterization procedure. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The fse assessed the instrument and noted no evidence of an instrument malfunction; all verification testing produced acceptable results. The fse discussed sample handling with the customer. The patient sample was collected in the clinic and analyzed as stat. The laboratory received both plasma and serum tubes and utilized the serum sample for the initial and repeat analyses. The serum sample was collected in a serum separation tube (sst) and centrifuged at 10,000 rpm (revolutions per minute) for five minutes at room temperature - after allotting the sample to clot. The patient serum sample was aliquotted into a 3 ml access tube prior to analysis. The laboratory utilized the aliquot for both the initial and repeat analyses. The customer noted no fibrin or cellular material in the sample. In the initial analysis, the sample was analyzed in conjunction with cardiac quality control (qc), on a separate rack. The customer noted qc, performed in conjunction with the patient sample, was within specifications. The laboratory performs qc daily (every 24 hours). The customer also noted previous system check, one week prior, passed within specifications. As part of weekly maintenance, system check was also performed on (B)(6) 2012 and recovered within specifications. Preventive maintenance (pm) was completed on (B)(6) 2012. As part of troubleshooting the instrument, the customer performed testing on the plasma and serum samples. Both the serum and plasma samples produced results of 0.00 ng/ml on (B)(6) 2012 at completion time of 10:08 and 10:09, respectively. The customer noted the samples appeared normal. The plasma sample was removed from refrigeration, re-centrifuged, aliquotted, and analyzed. The serum sample was analyzed from the aliquot. A definitive cause of the event is unknown.